Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they were brought to the emergency room on (B)(6) 2020 due to diabetic ketoacidosis with a high blood glucose level of over 600 mg/dl. The customer had been using the insulin pump within 48 hours of high blood glucose level. The customer experienced symptoms like nausea, vomiting, abdominal pain and difficulty in breathing. The customer was treated with intravenous drip at the hospital. The insulin pump was on auto mode at the time of the incident. The customer alleged the insulin pump for under delivery because she delivered insulin pump nothing was delivered as the blood glucose level was not dropping. The device will not be returned for analysis.